Manufacturer narrative:
The reported complaint was confirmed via a video provided by the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) perfusion screen timer had video delays, and the system time did not match the actual time. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.